Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant were not reported. There were no complications reported during the implant procedure. It was reporetd that when the pt recovered from the anaesthesia the pt lost motor movement to the legs. The physician reported that the pt's adamkiewicz artery that comes off the lumbar artery connecting to the spinal cord covered during the procedure. The adamkiewicz artery is supposed to be above the renal artery, however in this pt the adamkiewicz artery is located below the renal arteries. The physician placed a cfs drain to relieve pressure. The pt was regaining some motor movement the following days. No clinical sequelea were reported and the pt is reported to be fine.

Manufacturer narrative:
Eval results: pt's condition affected effectiveness of device (adamkiewicz artery located at an unusual place. Inherent risk of procedure (central or peripheral nervous system impairment). Eval conclusions: device failure/ lack of effectiveness related to pt condition (adamkiewicz artery located at an unusual place).